Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The anesthesia workstation was investigated on site by our field service engineer. The patient cassette and the parts included in the preventive maintenance kit were replaced. The anesthesia workstation was successfully tested and was released for clinical use. No device logs have been received and the replaced parts have not been returned for investigation. Without having the replaced parts and/or the logs, we are unable to determine the true cause of the reported flow transducer test failure.

Event description:
Manufacturer ref #:(B)(4). Importer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer ref #: (B)(4). Importer ref #: (B)(4).